Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the device was not transmitting properly. A request for additional information was made and is not known. The device remains in use and no patient complications have been reported as a result of this event.